Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a channel b failure. This condition had the potential to interrupt delivery. This event occurred during power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition was not confirmed during evaluation. However, the determined condition was a 703.xx failure code. The assignable cause was determined to be faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.baxter will continue to monitor similar reports to determine if further actions are required. The user interface module software version is vista minor(5.04.00).